Event description:
Information received from the patient reported that they had a ¿vibration¿ towards/near their heart from the stimulation from their implantable neurostimulator (ins) which started 1 week ago. The patient turned the stimulation down but that did not help. No falls or trauma were reported related to the issue. The patient was to follow up with their healthcare professional (hcp). The indication for use for the implanted device was noted spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was pain recurrence. The patient reported that she had a fall a week prior to report and now every time she turned the stimulator on it shots into her heart and it was bothersome. The outcome was ongoing. No actions were taken as interventions. The event resulted in an unscheduled clinic or office visit. The patient reported pain recurrence. The device was interrogated and found that the battery was depleted. The etiology was reported as possibly related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the recharge process. The patient had cognitive difficulties with recharging. Relevant medical history included: spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was pain recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the device diagnosis was ins was unable to recharge, patient usability issues with charging. On (B)(6) 2017 a company representative was at the patient¿s visit and had to charge the battery, a three hour process. The patient was not able to stay for reprogramming and was going to return in three days. The outcome was resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no mention by the healthcare professional of the clinical study of an overdischarge.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient did not feel their spinal cord stimulation is working and is not currently charged. The patient was requested to see the manufacturer for charging and reprogramming. No further complications were reported/anticipated.